Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced bleeding and positioning issues during explantation. A stitch was dislodged on the graft during explant which opened the pocket. The issue was quickly resolved and the patient survived.

Manufacturer narrative:
B.1 added selection as it was inadvertently omitted from the initial report that was submitted. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. G.1 manufacturing site name was entered incorrectly on the initial report that was submitted and should of been left blank. Investigation summary: difficult to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had large resistance preventing successful delivery of impella. Product damage (catheter kink):the cause of product damage catheter kink was most likely patient condition since large resistance was met during implant. Patient anatomy or condition prior to therapy: the cause of patient anatomy or condition prior to therapy was most likely patient condition since large resistance was met during implant. Device history review: the device passed all post sterile inspection checks.